Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red light flashing.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The pad-pak (a2939 2022/11/01) history record was reviewed, which showed the returned pad-pak as 1 of (B)(4) manufactured on the 28th july 2018, 188 of which were ship to stryker australia on the 30th july 2018. All pad-paks were subject to battery voltage testing on the 28th july 2018, with no recorded fails. The sam 500p passed ¿out qat from heartsine technologies on the 9th november 2017. Upon receipt, the device failed to power-up correctly, and the instruction leds became constantly illuminated. This constant illumination of the instruction leds, flashing red status indicator and failure chirp for a prolonged period would result in an excess current drain that would deplete the returned pad-pak before the expiry date. The faults were attributed to failure of microprocessor u25. The faults could not be replicated upon replacement of this component. After replacing u25, the device was temperature cycled between 0-50°c for 48 hours while performing self-tests every 20 minutes. This confirmed the reported fault was due to the failure of the original microprocessor. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. Red light flashing.